Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned tasp found signs of repeated use and confirmed the device is fractured at the post and on the medial side. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a design issue, which was previously investigated through the CAPA investigation process and addressed with a design modification. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a tibial articular surface provisional broke during use in a total knee arthroplasty. No additional information is available.